Event description:
It was reported the patient had withdrawal following a catheter access port (cap) procedure in (B)(6) 2010. The patient had nausea, vomiting, and diarrhea. The physician had tried "diagnostic studies," but found nothing wrong with the pump or catheter. The physician was going to empty the pump reservoir and put new drug into the pump. The patient was on oral medication and was "getting worse." The patient could not be left home alone. The medications being delivered via the device system were fentanyl, bupivicaine, clonidine, and hydromorphone. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).